Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h4, h6, h11. Corrected fields: d4, g2, h5. The device was returned to olympus for inspection, and the reported failure was confirmed; the device has a broken probe as it was completed detached from the device. A root cause could not be identified. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a therapeutic total hysterectomy by laparoscopy with bilateral salpingo-oophorectomy (sob). The procedure was prolonged less than 30 minutes. The procedure was completed with a back-up device. There was no reported patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic probe broke and the system didn't allow to keep using. There are no reports of patient harm.